Manufacturer narrative:
Reference: voluntary medwatch report #: mw5148910.

Event description:
It was reported that the patient was shocked due to an unspecified electrical issue with the right atrial lead. No interventions were reported. No further information was available.